Event description:
Boston scientific received information that this implantable lead was an attempted implant as the patient became unstable and required to be intubated. The lead was contaminated therefore was not used. The patient became hemoptysis. The physician believed that the patient had a hemothorax due to access issues. The patient was placed on vasopressors to maintain their blood pressure and the case was completed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.